Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
Per the t:slim user guide, "do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message with multiple cartridges during the load process. Customer was able to load an old cartridge onto the pump. Customer had elevated blood glucose levels (271 mg/dl). Reportedly, customer will contact their health care professional for a back up method for continued insulin therapy.